Event description:
It was reported that the atb45 was used during a gastric bypass. It was reported that the device cut but did not staple. The surgeon was able to repair the damage with suture. There was damage to the esophagus. Another device was used to complete the case.